Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was not replicated or confirmed. However, the log does show the lead view is changed during the case from pads to lead I. There is also evidence in the log to suggest an ECG signal was available in pads view and likely inadvertently changed. The device was put through extensive testing including full functionality testing and stress testing without duplicating a malfunction to the device. The device met specifications and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.